Event description:
Information was received from a healthcare provider regarding a patient who was receiving saline (pfns, pbs) (1 ml/ml at 0.4 ml/day), bupivacaine (7.5 mg/ml at 6.479 mg/day), bupivacaine (7.5 mg/ml at 0.36 mg/day), and dilaudid (hydromorphone) (20 mg/ml at 0.96 mg/day) via an implantable pump for spinal pain indications. It was reported that the patient missed their refill and the pump reservoir went empty. The symptoms for the patient began on (B)(6)2022 and the patient did not hear alarm but they did in the office. They did not read pump logs so the date of empty reservoir was unknown. The healthcare provider (hcp) filled the pump with saline at 1 ml/ml and will bring the patient back in on (B)(6)2022 to do a pump functionality/volume discrepancy check. Hcp already updated the pump to show saline but skipped the bridge less than an hour before calling in. Technical services guided hcp to do an advanced bridge. The pump tubing + catheter volume is 0.485 ml x 20 = 9.7/0.96 mg/day = ~242 hrs. The patient will be getting oral medication as they were experiencing withdrawal symptoms.

Manufacturer narrative:
Concomitant medical products: product type: programmer, physician. Other relevant device(s) are: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_prog lot# serial# implanted: explanted: product type programmer, physician medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider reported that the patient returned to the office 30 minutes after the missed bridge and a bolus was initiated. A company representative was then notified, the reservoir was filled with saline, and the patient was given oral medication to treat their withdrawal symptoms. The event had been resolved.